Event description:
It was reported via repair work order that the weld on one of the ambulance stretcher has cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the weld on one of the ambulance stretcher has cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the outer rail had a cracked weld. The cracked weld did not cause any separation and did not affect any functions of the cot. The issue was resolved for the customer by providing the customer with a replacement device.